Event description:
It was reported the pt experienced stimulation in the wrong location following a fall. The fall had occurred three months earlier. The stimulation was in the left leg instead of the right leg. The stimulation was programmed for the right leg. The pt notified the physician. Seven months later, it was reported the pt experienced a loss of therapeutic effect at the lead location following a fall or some other form of trauma. The pt was seen by the physician. The pt was scheduled for a revision in 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.